Manufacturer narrative:
Concomitant medical product: 6949 lead, implanted: (B)(6) 2005 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the hospital due to hearing an alarm. Upon interrogation, it was noted that the defibrillation right ventricular (rv) lead had high/undefined rv and superior vena cava (svc) defibrillation impedance. The patient's non-defibrillation rv lead had oversensing, noise and elevated sensing integrity counter (sic) counts. Both leads were capped and replaced. No patient complications have been reported as a result of this event.